Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the rear therapy electrode pads. The area was described as red and itchy. The patient's pcp recommended a desiccant lotion on the irritation. The final medical outcome of the irritation is unknown.